Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope; however, the evaluation is still in progress. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that the 30-degree endoscope plus kept flipping on its own. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope plus product was analyzed and the complaint was not confirmed by failure analysis. The endoscope plus was found with a crack to the distal window located at the distal tip. Also, the endoscope cable was visually inspected and found to have a minor cut in the cable insulation. During inspection of the cable integrated connector, discoloration of the connector housing was noted. A visual inspection further confirmed mechanical damage to the cable integrated connector. The paddleboard at the cable proximal end exhibited mechanical damage, including scratch marks, indentations, and broken or missing pieces. Moreover, the endoscope was tested on an in-house system for cable functionality and failed due to a wahoo paddleboard (wpb) defect.

Event description:
Refer to h11 for follow-up information.